Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was no sound emitted from the device; the user was alerted to this issue by a speaker malfunction inoperative (inop) message. It was not known if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and replaced the speaker and power switch/ECG sync out board. The speaker malfunction inop message was still occurring so the fse recommended that the mainboard be replaced. A request for a quote on the replacement mainboard was made by the fse. No further information was provided. Based on the information available and the testing conducted, the reported problem was confirmed, however, the cause of the reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.